Event description:
It was reported the pad gel almost fell apart from the foam backing when teared apart during product introduction. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by local philips personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the philips m3716a multifunction adult/child electrode pads radiolucent alleging that a new set of pads opened during a product demonstration had a gel peel issue. The pads (lot 022822-02) were returned to philips for additional analysis. The complaint was escalated for technical complaint investigation and the results indicate that the alleged failure could not be recreated during failure analysis. The pads functioned as expected per design. Based on the information available and the testing conducted, there was no fault found. The reported problem was not confirmed. The customer was provided with replacement pads to resolve the issue. It has been concluded that no further action is required at this time.